Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019, he changed out the infusion set. While unwrapping the tubing, it detached from the site connector and the part that connected to the skin fell out. The site location was right side of his abdomen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 16-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that all the results were within specifications. Based on the results: device, method, result and conclusion codes were updated unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019, he changed out the infusion set. While unwrapping the tubing, it detached from the site connector and the part that connected to the skin fell out. The site location was right side of his abdomen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.